Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, an 7f delivery sheath was used, and there was not any angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder (7312502) was attempted to be implanted into an atrial septal defect utilizing a 7f amplatzer trevisio intravascular delivery system. During implantation, the left atrial disc was observed to deform in a cobra shape. The device was recaptured and removed from the patient. A replacement 10mm amplatzer septal occluder (8530942) was implanted without issues. The patient was reported to be stable and there were no reported adverse patient effects. The patient remained hemodynamically stable throughout the procedure and there was no reported clinically significant delay. The device did not interact with any cardiac structures and there was no kinking or angulation in the delivery system.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.